Event description:
The facility representative reported to baxter (B)(4), a colleague infusion pump with a lcd screen is broken. This condition had the potential to interrupt delivery. This event occurred before use. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of lcd screen is broken was confirmed during product evaluation. The root cause was assigned to a distorted main display. The main lcd display was replaced in order to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.